Event description:
During initial testing at the manufacturer facility, it was discovered that air bubbles entered the rotator syringe during aspiration of contrast media. Note: the list number of this sample could not be identified. The device was received from the customer with a report of air entering the syringe. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.

Event description:
During initial testing at the manufacturer facility, it was discovered that air bubbles entered the rotator syringe during aspiration of contrast media.note: the list number of this sample could not be identified. The device was received from the customer with a report of air entering the syringe. There were no reports of any adverse patient events while the device was in clinical use.